Event description:
It was reported that air bubbles were observed within the infusion set tubing, the customer's blood glucose level was 369 mg/dl. The customer primed the tubing to remove the air bubbles and continued to use the pump for insulin therapy.